Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic hysterectomy, tissue would stick to the jaws and was difficult to remove after sealing. The issue was resolved by using another ligasure device and no patient injury resulted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 01/24/2017. One used ls1500 ligasure device was received, and evaluation of the sample could not confirm the reported issue with tissue sticking. The device was activated multiple times on porcine tissue, pressing the button in various locations on a range of vessel sizes. All seal cycles were completed satisfactorily and no sticking occurred. The investigation found the device to function normally and within specifications for sealing. A review of the device history records for this lot found no potentially contributing factors from the manufacturing process.